Event description:
During baxters functional testing of a spectrum pump, it alarmed door not fully latched, when the door was closed. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the door not fully latched alarm. The alarm was experienced and caused by cracked threaded insert bosses. The front case assembly was replaced to correct this condition.